Manufacturer narrative:
On july 04, 2023, the mentor analysis lab received the suspect medical device for evaluation. On july 20, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device and material evaluation. Visual analysis of the returned sample revealed that no damage, or anomalies, were observed on the breast implant. In addition, the device was received without the thermoform. The event described could not be confirmed as the breast implant was returned without detectable condensation. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor memorygel breast implant prosthesis was found to have what was described as condensation in the peel pack upon opening of the device packaging by the surgeon. No adverse events or patient consequences were reported as the event occurred pre-operatively without patient involvement. The date of event was provided to mentor as a best estimate. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.